Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was previously implanted with a resolute onyx rx coronary drug eluting stent to treat a non-tortuous, severely calcified lesion located in the left main trunk (lmt)-left anterior descending artery (lad). The lesion was pre-dilated using a 2.25x12mm non-medtronic balloon. The device was inspected with no issues. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. Approximately two years later the lmt-left circumflex artery (lcx) was treated with orbital atherectomy. It was reported that during the procedure the resolute onyx stent previously implanted became tangled and stuck. All devices were removed from the patient. The procedure was completed using anon-medtronic stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
The resolute onyx implant date was the (B)(6) 2017. Approximately two years later the left circumflex artery (lcx) was treat ed with orbital atherectomy, not the left main trunk. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent returned entangled in an orbital atherectomy device, a section of the orbital atherectomy device was returned for analysis. Deformation and stretching is evident to the stent. The orbital atherectomy device appears to have broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: approximately two years later, a follow-up angiogram showed severe stenosis in the left circumflex artery jailed by the lm-left anterior descending artery stent. Intravascular ultrasonography revealed the ostial and mid-left circumflex artery had calcified stenosis. Percutaneous coronary intervention was performed on the left circumflex artery (lcx) using a non-medtronic orbital atherectomy system. The lesion was crossed with the assistance of a 7-f non-medtronic extension catheter. Initially, the lesion was ablated at 80,000 rpm. Then, the speed was increased to 120,000 rpm. The catheter suddenly became entrapped within the lm stent struts. A double guiding catheter technique was then performed. Another wire was advanced across the stent and a 2.25-mm balloon was inflated. However, the catheter still could not be withdrawn. Intravascular ultrasonography was performed using the parallel wire and revealed that the stent had been avulsed and was wrapped around the catheter. Finally, the 7-f non-medtronic extension catheter was exchanged for a different non-medtronic guide extension catheter which was then pulled and pushed resulting in successful withdrawal of the orbital atherectomy catheter. It was stated that three drug eluting stents were subsequently implanted which resulted in sufficient lesion dilatation by angiography with timi (thrombolysis in myocardial infarction) flow grade 3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.